Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided and evaluated. It shows a syringe in its packaging blister, and the bottom web has embedded a fiber. The foreign matter is embedded in the material; we have no records that this type of defect has been reported or detected. Since this fiber is embedded in the packaging blister bottom web, the source is the supplier. Based on the photo provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9218424 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the photo provided the symptom reported by the customer can be confirmed. This lot was produced for 0.134 mm units with 1 complaint it has a cpm of 7.4. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: since this fiber is embedded in the packaging blister bottom web; the source is the supplier. Rationale: CAPA not required at this time.

Event description:
It was reported that the foreign fiber was noticed in the bd¿ catheter tip syringe sealed packaging and in the stamp before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during reviewing of the other units from this batch, it was found one unit contaminated by foreign fiber inside the sealed pack, including this fiber is immersed into the stamp"